Event description:
A patient was here for necrotizing enterocolitis. Lipid order total of 7, but was programmed to 14 on pump. The patient got 7.7 cc's total before caught. Lipids stopped upon catching error.